Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon procedure, the surgeon able to press the green button, and squeezed the handle, however the device did not fire. There was no patient injury.